Manufacturer narrative:
Mfg site eval: there are no previous complaints of this code batch. There were (B)(6) units of this batch code manufactured and distributed, there are no units in OEM stock. Received one open and manipulated sample with the needle detached from the thread and the thread still wound on the pack. Without closed samples, a complete investigation can not be performed. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfill OEM requirements. Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). Veterinary customer: thread detachment.